Event description:
The manufacturer received information alleging a "ventilator service required" alarm condition occurred. There was no harm or injury reported. The trilogy evo ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, critical error code e-59 (internal battery back not charging) was found in the ventilator's downloaded error log. The device's internal and detachable battery was replaced to address the issue. In addition, the trilogy evo muffler assembly was contaminated for dust inside the internal filter. The main housing wire clip was missing. The system tubing -pca, blower chassis, low flow o2 hoses were all contaminated from saline solution. The unit was cleaned and repaired. Air inlet foam filter was replaced. Calibration was performed on the blower.

Manufacturer narrative:
H3 other text : device eval's at third party service center.